Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual inspection. Functional testing revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. This is an additional observation not related to the reported event, which can most likely be attributed to an estimation error. Additionally, it was observed during functional testing that the battery had exceeded the useful operating life of 500 charge and discharge cycles. This is also an additional observation not related to the reported event, which can be attributed to the battery reaching the end of its useful life. During bench testing, the battery was able to adequately charge on a test battery charger. As a result, the reported not charging event was not confirmed. A possible cause of the reported event can be attributed to a marginal connection between the battery and battery charger. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.